Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on february 02, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP device. The manufacturer previously received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation, during the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. There was no visible foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box d: product UDI has been updated in this report in box g: date received by mfg (rfb) has been updated. This device is within the scope of the recall. In box h: recall number has been updated in box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.